Event description:
The pt was implanted with a left ventricular assist device. The pt experienced red heart alarms. Multiple pump stoppages were recorded with high power.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.